Event description:
Per trust study adverse event form, this patient was given antibiotics for an infection. The system was not removed. System being reported: lumax 340 vr-t, MDR 1028232-2008-01300. Linox sd 65/18, MDR 1028232-2008-01301.